Event description:
The customer reported a leak when using the coulter act diff 2 analyzer. The customer reported the white blood cell (wbc) aperture was overflowing and leaked approximately 30 cc of fluid. The analyzer generated a vacuum error. The beckman coulter customer technical support specialist directed the customer to dry the wet foam trap and replace the fluid barrier filter. The instrument startup process was completed with the vacuum errors resolved, however the wbc aperture continued to overflow. Additional troubleshooting with the customer identified the wbc aperture was cracked, and required replacement. The customer was wearing personal protective equipment of gloves, goggles, and lab coat. There were no exposure of mucous membranes or cuts to biohazardous material. There were no erroneous test results associated with this event. There was no death, injury or affect to user or patient treatment.

Manufacturer narrative:
The customer, a biomedical engineer, replaced the wbc aperature to resolve the issue. A beckman coulter field service engineer was not sent to the customer's facility. (B)(4).